Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The rust was found on the tip of the perforator when the surgeon was attaching the drill. The doctor decided to use another one. Therefore this surgery was completed. The surgeon request to investigate what is this dirt is and whether there is any problem this product to use? No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the customer's complaint was verified. Corrosion (rust) was observed on flutes drill body and inner drill. Root cause to the corrosion is unknown however, this most likely occurred out in the field, this however could not be confirmed. All perforators are visually inspected 100% for staining during the in-process assembly as well as a final qc inspection. A review of the device history records (DHR) for this lot (cj018s) show that all test and inspections, including visual inspection, met specification requirements. No corrective actions taken. The device history records (perforator assembly) shows that all tests and inspections, including a visual inspection, met specification requirements. The customer's perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drilled hole. There was no erratic or poor cutting action. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The rust was found on the tip of the perforator when the surgeon was attaching the drill. The doctor decided to use another one. Therefore this surgery was completed. The surgeon request to investigate what is this dirt is and whether there is any problem this product to use? No further information was provided by hospital.